Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor error message with the adc device. The customer indicated experiencing a loss of consciousness and was seen by a healthcare professional who obtained glucose reading of 23 mg/dl and treated customer with glucose via IV. A post-treatment reading of 53 mg/dl was also reported. No further treatment was reported. There was no report of death or permanent injury associated with this event.